Manufacturer narrative:
B3: event date unknown. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing with the occlusion tester, downloading the event history logs, and accuracy testing that passed, the pump was found to have a damaged downstream occlusion (dso) seal, damaged battery compartment, scratched lens, defective pwa, and device error 46446. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative repaired the dso seal, battery compartment, lens, and the pwa.

Event description:
It was reported that the device was for repair. There was unknown patient involvement.